Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) was approaching recommended replacement time (rrt). The lead and ipg remain in use. No patient complications have been reported as a result of this event.